Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to this reported event. Additional information was requested, including that the device return for analysis. Should additional information become available a supplemental report will be sent. Device discarded at site.

Event description:
The patient underwent cardiac catheterization. A reported complication of the procedure was the spiderfx wire was trapped in the svg and then fractured when being withdrawn from the femoral artery. There was no residual complication and the spiderfx was removed.